Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found with a damaged fiber optic connector. Additionally and unrelated, it was reported that the iabp unit had an upper display issue and a damaged ambient temperature sensor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched for a scheduled preventative maintenance (pm) service and resolved the reported issue by replacing the fiber optic connector assembly, and then performed a pm full calibration, all functional and safety checks to meet factory specifications. Additionally, the fse installed a pair of new batteries. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found with a damaged fiber optic connector. Additionally and unrelated, it was reported that the iabp unit had an upper display issue and a damaged ambient temperature sensor. There was no patient involvement, and no adverse event reported.